Event description:
It was reported that the user accidentally attached the contact detach infusion set anchor before filling the tubing with insulin on the ilet bionic pancreas, and the agent confirmed the cannula needle was not inserted; the user then completed the supply change without a new infusion set and insulin delivery was successfully resumed. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. User support included communication and analysis of the information provided. Investigation of this case revealed use error related to infusion set application, consistent with incorrect deployment or incomplete connector attachment, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user technique.